Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a physician in (B)(6) of cardiac discomfort and peritoneal cloudy effluent in an patient coincident with dianeal-n pd4 and extraneal therapies. On (B)(6) 2012, the patient experienced cardiac discomfort and peritoneal cloudy effluent. On an unreported date, the patient was hospitalized for cardiac discomfort, peritoneal cloudy effluent and for mild, possibly occuring cardiac failure and possibly peritonitis due to her age and medical condition. No treatment was rendered. The event resolved. The event was unrelated to therapy.

Manufacturer narrative:
(B)(4). Upon further assessment of this report it was determined that no adverse event occurred. No further investigation will be performed.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.